Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2024; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) is needing MRI. Hcp reports the scs leads have moved and the stimulator is turned off. Hcp noted they were able to put the scs into MRI mode but they are inquiring if they can proceed with MRI. Agent reviewed lead location is a factor of scan eligibility, redirected to managing hcp to confirm eligibility. No symptoms were reported.